Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Patient reported their tubing set had become disconnected from the pump. The blood also backed into the tubing. The patient was instructed to turn the pump off, clamp the line and call their clinic first thing in the morning. Medication being infused was unknown. No patient injury reported.